Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse checked intuitive motion, articulated all arms and checked the master tool manipulator (mtm) for obstruction. Found cable behind left mtm obstructing full range of motion unknow if cable caused issue. No arm2 articulation issues found. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) after the case was completed and reported universal surgical manipulator (usm) 1 had a lack of mobility. The customer reported this issue occurred previously and this record captures the previously reported issue. The following is captured from the related prid 1640611. The movement of the arm did not align with the hand controller, and the surgeon was unable to advance the arm as intended. The issue was resolved temporarily by clutching and moving the arm to another area, which improved its function. It was also mentioned that this issue had occurred previously. Technical support recommended reseating the instrument and sterile adapter as a troubleshooting step. No related errors were found in the system logs during the support call. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: contact person stated the issue occurred during a xi lap bilateral inguinal hernia and removal of pelvic mass on (B)(6) 2025.

Manufacturer narrative:
The probable root cause is attributed to an obstruction on the master tool manipulators.

Event description:
Refer to h11 for follow-up information.